Event description:
On (B)(6) 2011, the two interbody cages were inserted between l5-s1. At periodic medical examination, one cage was found to have shifted position. Migration was more than 10mm to posterior. There are no additional treatment and no further action plans at this time. Patient is being monitored.

Manufacturer narrative:
Images were not provided for evaluation. Cause of the migration cannot be determined at this time. Post-op migration is a known adverse outcome that can occur and is listed in the instructions-for-use (IFU) supplied with the device.